Event description:
The surgeon was performing a hip procedure on (B)(6) 2011 with the assistance of the robotic arm interactive orthopedic system (rio). During reaming of the acetabulum, the reamer was appearing on the screen displaced from the acetabulum (4 to 5mm anterior). The surgeon agreed that the screen did not match the physical location of the reamer in the acetabulum. The surgeon determines that the proper course of action was to complete reaming manually; he then impacted the cup using the rio. After impaction, cup planar points were taken and the inclination value was 8 degrees from the original plan; the version value was within one degree of the plan.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation was performed at mako surgical with regards to this event. The evaluation included a simulated use scenario to recreate the issues described in the case. An inadvertently bumped base array was the cause of the event, which is a known risk of the procedure and is covered during physician and makoplasty specialist (mps) training.